Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with an implantable cardioverter defibrillator (ICD) that exhibited myopotential oversensing. Programming changes were made to resolve the issue. The patient was in stable condition.

Event description:
New information received notes that pacing inhibition occurred due to the myopotential over-sensing. The patient had intact conduction.